Event description:
A malfunction alarm with code malf 16 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with pump reset instructions, but the issue persisted, leading to the decision to replace the pump. The customer agreed to use multiple daily injections as a backup therapy and understood the instructions for returning the faulty pump within 10 days using a pre-paid label.